Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter: occurred during a laparoscopic lobectomy procedure. While the product was being applied to the lung tissue, the stapler was able to fire, with a door type clip, but produced a scattered and not perfect staple formation. A replacement new product was used to complete the case. There was no patient injury noted during this event.